Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 376826a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. It was reported that the patient has an upper respiratory infection. This condition may impact the performance of the assay. Although a potential patient sample interference was identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The following was reported via phone call. (B)(6). Therapeutic range: 2.0-3.0. Time between the inratio test on (B)(6) 2015 and (B)(6) 2016: 10 days. Time between the inratio test on (B)(6) 2016 and lab on (B)(6) 2016: 13 days. Time between the lab test on (B)(6) 2016 and the inratio test on (B)(6) "2106": 32 days.